Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy, the device did not come back to a neutral position. They replaced the device to complete the case. There was no patient injury.